Event description:
It was reported that the nurse stated that they had two arctic sun devices and were unable to get flow on either one. New therapy, new pads. Sn (B)(6) the one was currently using. Guided to system diagnostics showed that the system hours were 9026, pump hours were 8233, inlet pressure (ip) was -0.1psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0lpm. Disconnected and reconnected pads using proper technique. No change in values. Stopped therapy, drained pads and moved pads or probe to other device sn (B)(6). Attempted to start therapy and guided to system diagnostics showed that the system hours were 3384, pump hours were 3052, inlet pressure (ip) was -0.4psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0lpm. Current pads (B)(6). They disconnected these pads and connected a new set without putting on patient. No change in values. At this point they already used two hours troubleshooting so would ask charge about alternate means of hypothermia and send these devices to biomed. Per additional information updated from ttm on 24jul2025, calling to follow up on case (B)(4) where nurse called in to troubleshoot low flow on devices sn (B)(6). Nurses sent device to biomed who in turn said they tested devices and water flow rate (wfr) was fine. No issues found. Asked tm to send case data from both devices.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. The csv files were evaluated. File, (B)(4) was evaluated and low flow conditions persisted upon start of therapy at 22:53 on (B)(6) 2025. The device seemed to regulate internal water temperature correctly, however flow rate remained low and multiple alert 1 (patient line open) and alert 2 (low flow) were reported. Low flow conditions persisted until the end of therapy at 23:37. Per additional information updated from ttm, nurses sent device to biomed who in turn said they tested devices and water flow rate (wfr) was fine. No issues found. Asked tm to send case data from both devices. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. No additional actions can be taken at this time. All available UDI information is being provided per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they had two arctic sun devices and were unable to get flow on either one. New therapy, new pads. Sn (B)(6) the one was currently using. Guided to system diagnostics showed that the system hours were 9026, pump hours were 8233, inlet pressure (ip) was -0.1psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0lpm. Disconnected and reconnected pads using proper technique. No change in values. Stopped therapy, drained pads and moved pads or probe to other device sn (B)(6). Attempted to start therapy and guided to system diagnostics showed that the system hours were 3384, pump hours were 3052, inlet pressure (ip) was -0.4psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0lpm. Current pads nghz3991. They disconnected these pads and connected a new set without putting on patient. No change in values. At this point they already used two hours troubleshooting so would ask charge about alternate means of hypothermia and send these devices to biomed. Per additional information updated from ttm on 24jul2025, calling to follow up on case (B)(4) where nurse called in to troubleshoot low flow on devices sn (B)(6). Nurses sent device to biomed who in turn said they tested devices and water flow rate (wfr) was fine. No issues found. Asked tm to send case data from both devices.